Event description:
It was reported that the patient had surgery on (b)64) 2012 for "rebuilding her spine" along with changing out a lead for her device, wherein a surgical lead was implanted. The patient was in a lot of pain related to the surgery and her programmer was thrown away by the hospital. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received from the health care provider (hcp) reported that a lead revision occurred on (B)(6) 2012. On (B)(6) 2013 the patient was seen in the hcp office for re-programming. It was stated that the patient has had subsequent reprogramming as well. There were no abnormal impedances. The patient was not hospitalized. No further information was provided.

Manufacturer narrative:
Product ID, 7495lz51 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2002 (B)(6), product type programmer, patient product ID, 3888-33 lot# j0222841v, implanted: 2002 (B)(6), product type lead product ID, 3550-09 lot# la6260, implanted: 2002 (B)(6), product type accessory. (B)(4).